Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/19/2016 with the following findings: during investigation, the complaint of intermittent sound was unable to be duplicated. The pump was opened to find no damage to the piezo or the piezo contact pads.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because cessation of insulin delivery may result if the causes the user to miss an alarm or warning.